Manufacturer narrative:
The product was discarded by the user facility; therefore, it is not available for evaluation. (B)(4).

Event description:
The patient became very unstable in cvicu. The patient arrived to ccl in cardiogenic shock. The iab was inserted as the patient was coding. The first iab was removed from t-handle with 1 clear sheath remaining on shaft proximal to membrane. This iab replaced first one. Immediately after insertion and connection to pump, while autofilling, blood was noted in the extension tubing. Simultaneously pump alarmed along with shrill continuous noise. Message on pump as above. Iab was removed and replaced. Pump was also replaced. Pump was sent to biomed where service discovered blood had backed up into tubing.